Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a possible crack at reservoir compartment which is preventing reservoir from staying in place. Customer does not know how damage occurred. Healthcare professional advised to have insulin pumpm replaced. Customer's blood glucose was 590 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube and tube lip and a missing end cap sticker.